Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer experienced a high blood glucose level above 400 mg/dl. She administered a bolus using her insulin pump to correct her high blood glucose level. The customer received a no delivery and a low reservoir alarms. Her insulin pump's screen was dislodged. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.